Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to protruded loose drive support disk. No a33 alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 194 mg/dl. Advised insulin pump would be replaced. No additional information was provided.